Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was symptomatic for a drop in heart rate and variable heart rate. It was also noted that the rv lead exhibited a dislodgement. The rv lead was repositioned and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three weeks post implant the patient presented to the emergency department with syncope, twitching in the chest area and implantable pulse generator (ipg) failure/non pacing. It was also noted that the left bundle branch area placed right ventricular (rv) lead exhibited an acute drop in r-waves, sensing in the atrium and oversensing of the sensing integrity counter (sic) with inappropriate pacing. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.